Event description:
While performing a right total hip arthroplasty on patient, a light source was used during procedure. During the case, the anesthesia resident noticed heat coming through the drape around the patient's right cheek area. The light source was then turned off. The doctor noticed a hole burned through the drape. A blanket was covering the patient's face but no burn mark was noted on the blanket or on the patient's face. The patient was examined by both doctor and me and the patient did not sustain any injury.